Event description:
It was reported the unit won't register catheter temps. It is only displaying "---" in the temperature display. Both catheter cables were changed out. There is also a nut missing on the connector for the catheter connection. There was no patient injury.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis confirmed the reported event, the analog board was out of specification, the catheter connector was torn from the printed circuit board. It was also noted that the front bezel was broken, the dispersive connector was out of specification and the dispersive cable was broken. (B)(4).